Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. D4 batch #: a9e683. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The device was returned outside its original packaging. Upon visual inspection, it was observed that the tyvek with a piece of the blister still adhered to the tyvek. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. No conclusion could be reached as to what caused the packaging damaged issue. Additionally, photos were provided and they showed the condition of the reported event. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a9e683, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, before used on the patient, the package was found damaged. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.